Event description:
Caller reported a malfunction in the pump, specifically identified by the code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if the issue happened again. No additional information was received regarding the outcome of the event.